Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 13 additional complaints associated with the lot for the reported issue. No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. No sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Event description:
A customer reported that the trocars leaked during a left eye procedure. The procedure was completed with the use of trocar plugs. There was no patient harm. The product sample is not available for evaluation.